Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted, a temporary pacemaker was used and three days later it was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.